Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient indicated to be true to bleeding, periodontitis, infection, allergic reaction, inflammation, blisters, gingivitis, sensitivity, broken, discomfort, not fitting, loose, discolored, compromised implant, jaw discomfort, chipped, crown, tongue thrust, root resorption concerns, and epilepsy.